Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) drive pressure regulator wouldn't hold a steady pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue replaced drive pressure regulator as the upper panel was damaged, this resolved the issue. The stm performed a pre use check and all tests passed. The stm completed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) drive pressure regulator wouldn't hold a steady pressure. There was no patient involvement, and no adverse event reported.